Event description:
A consumer's mother reported her son experienced redness following use of this product. The reporter stated that no contamination was suspected and that there were no medical conditions going on at the time of the event. They consulted their optometrist who indicated that there were lots of white blood cells on his cornea. Her son switched to another product and discontinued use of his contact lenses. His symptoms resolved. In a follow-up, the optometrist reported the pt had conjunctival infection and corneal infiltrates in both eyes. He reported that at the time of the event, the pt was wearing contacts seven days a week, fourteen hours a day. The optometrist reported that the event resolved.

Manufacturer narrative:
Eval summary: visual examination of the returned sample shows one open bottle with approx 2/3 of solution remaining. When the cap was removed, the solution had typical color, clarity and odor. No other anomalies observed. The complaint history was reviewed and there was no other complaints reported. Review of the compounding, filing and packaging mbr (mfg batch record) did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for all lots currently enrolled in the stability program was conducted and all lots remain within spec through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined at this time. Add'l info was requested and received. (B)(4).